Event description:
It was reported to iridex that while using the g-probe rfid, the patient experienced scleral burn. The reported settings used for treatment were consistent with the g-probe IFU (1500 mw for 3.5 seconds). During the procedure, burns were observed, the power was then decreased to 1400 mw, 1300 mw with scleral burns, and the probe was inspected and debris were not observed. No permanent impairment was reported to iridex, and no medical intervention associated with the burn was reported to iridex. The probe is disposable and was not returned to iridex for further investigation. Scleral burns are a known potential harm associated with the use of laser delivery in ophthalmic indications. Typically, scleral burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because scleral burns typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization, do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The laser console used with the probe was the cyclo g6 laser console. The laser console was returned to iridex for further investigation and evaluation. As per the servicing carried out by service technicians, no problem was found with the console and it was returned to the customer.